Manufacturer narrative:
The account replaced the trendelenburg assemblies to resolve the issue.

Event description:
The account alleged the bed had no trendelenburg and reverse trendelenburg function. No pt impact.